Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on 01-april-2024. Customer replaced infusion set and resumed insulin successfully. Insertion area was cleaned, air dried and free from hair. No further information available

Manufacturer narrative:
Initial and final MDR device 3 of 3.